Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Customer does not know his blood glucose at the time of incident. Customer stated he was not getting the insulin he should have been received because the infusion set was not attached to him. The customer's current blood glucose was 231mg/dl. Customer did not know if cannula was even in his body. He was transported by emergency service with a helicopter to the hospital. The customer's chest pain was cause by not received no insulin and can feel like a heart attack at times. The customer was advised to monitor blood glucose.